Manufacturer narrative:
No adverse trend has been identified for this issue. The quality records indicated that these components met all requirements to perform as intended. Review of incoming info. According to the received complaint info, the function of the implanted hip system was impaired. Also, there was suspected alval. The pt was also experiencing pain at night. There were no pictures, x-rays nor surgical reports made available to the manufacturer for evaluation. Devices analysis was not conducted as no products were returned. Pain cannot be related to a single specific failure mode. Based on the given info, a final assessment is therefore not possible. In conclusion, zimmer (B)(4) was not able to identify a specific root cause for this issue. At this time we consider this event closed. However, we will continue to monitor and trend for similar reported events. (B)(4).

Event description:
It was reported that the pt was suspected of suffering from aseptic lymphocyte dominated vasculitis associated lesion (alval), hence the pt underwent revision surgery on (B)(6) 2013. The initial implantation was in 2001. Exact date was not provided. Notes: complaint re-opened on (B)(4) 2013. As part of a correction action which was initiated on the 10/21/2013 ((B)(4)), this complaint has to be reported to FDA retrospectively.